Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported deployment issue was confirmed on the returned device. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. Investigation determined that a conclusive cause for the reported premature deployment could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a query of the complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal posterior tibial artery with heavy tortuosity and moderate calcification, pre-dilatation was performed with a 3.0x40mm fox sv. A 3.0x40mm xpert self-expanding stent system (sess) was prepped per the instructions for use, advanced to the target lesion and intended to be deployed. However, the stent partially deployed about 3 to 4 cells; because the handle could not be pulled. The sess was simply removed and further balloon angioplasty was done with a 3x40mm fox sv to ultimately treat the lesion. No additional information was provided.